Manufacturer narrative:
The suction valve was not returned to olympus for evaluation. The customer's report cannot be confirmed. The lot number of the device was not provided but due to the nature of the reported event; this report is being submitted in abundance of caution. If additional information becomes available later, this report will be supplemented.

Event description:
Olympus was informed that disposable suction valve shaft was breaking off during a training session. There was no patient injury reported.